Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a new ilet user experienced hyperglycemia up to ¿high¿ after starting pump therapy and consuming a cookie and juice without announcing the meal; the user confirmed no infusion set leak or insulin odor, performed tubing fill with visible drops, reconnected, and resumed insulin delivery, and later reported a glucose of 196. Symptoms included headache. Outcomes included user self-management without hospitalization, medical intervention, ketone testing, or use of backup therapy. Investigation included remote troubleshooting, supply inspection guidance, tubing priming verification, and confirmation of infusion set reconnection and insulin delivery resumption, as well as assistance with mobile app login, device pairing, and proper device charging orientation. Investigation of this case revealed that the high glucose was associated with a missed meal announcement while the device and infusion set functioned as intended. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error associated with missed meal announcement.